Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, "speaker sound muffled" was confirmed as distorted audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose speaker. The rear case requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because distorted audio may be an annoyance, but the pump would still alert the clinician to an alarm condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump speaker sounded muffled. This occurred when the device was plugged in and powered off in the operating room. There was no patient involvement. No additional information is available.